Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736411; product ID: 9735736, serial/lot #:(B)(6): (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while trying to collect logs for case, the system did not get past 5%. It was reported by the manufacturing representative (rep) that usually the issue is resolved with reboots, however, the system was system slow in responsiveness, the images were not fully loading onto the system and tracking details were not always loading. The system was powered down, unplugged from wall power for 3 minutes, the solid state drive (ssd) was reseated, and the system powered back up but after trying to get logs for one day, the system did not get past 17% for a while, but eventually completed. They then successful obtained the logs, however, it took a while to download, but completed successfully. It was determined that they needed to replace the ssd given the ssd was not previously replaced, the age of the system, the software symptoms described by the site that require reboots to resolve, a full disk space message, even with robust storage available, and slower than expected log downloads. There was no patient present.